Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat pelvic prolpase. The following outcomes were attributed to the device: pain, infection, bleeding, and urinary/bowel problems. (B)(4).

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence, pelvic floor prolapse, anterior cystocele, posterior enterocele and rectocele. The 2012 md report indicated patient has not had sexual relations in 15 years per the husband and patient reporting during evaluation.

Manufacturer narrative:
.

Manufacturer narrative:
It has been reported that the patient underwent mesh removal on (B)(6) 2016 due to recurrent mesh erosion at the (B)(6).

Event description:
Details: it has been reported that the patient underwent mesh removal on (B)(6) 2016 due to recurrent mesh erosion at the (B)(6).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary tract infection and urinary incontinence.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced vaginal itching, urinary frequency and burning.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-06183. The same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was used. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.